Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was unable to press any key after troubleshooting. Customer reported insulin pump was new and while checking reservoir level insulin pump started alarming stuck button alarm, which customer was unable to clear. Customer tried removing battery and insulin pump turned on and they were able to clear the alarm. Customer turned insulin pump on however, was unable to press any key. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. All buttons functioning properly. No button keypad anomaly noted. (B)(4).